Manufacturer narrative:
On (B)(6) 2020, mentor received additional information regarding the date of explantation. The date of explantation was rescheduled from (B)(6) 2020 to (B)(6) 2021. However, the patient also stated that her surgeon is no longer available, and she will need to find a new surgeon for the revision surgery. The relevant field has been updated. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation, paresthesia. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a primary breast augmentation with a 275cc mentor siltex contour profile spectrum prosthesis (right) and a 275cc mentor siltex contour profile high prosthesis (left) and experienced bilateral deflation, left-sided paresthesia, and right-sided breast pain postoperatively. Initially, the patient reached out to mentor stating that she experienced right-sided deflation and left-sided nerve damage. The patient had a consultation with her physician and stated that she experienced right-sided deflation and breast pain/discomfort. In addition, the patient¿s physician noted that she had a history of the left breast implant with subsequent surgical treatment. As a result, the patient underwent explantation on (B)(6) 2020. At this time of report, the date of explantation for the left-sided device is unknown and is estimated as (B)(6) 2020 based on available information. Follow-up is still in progress. If additional information is received in the future, a supplemental report will be submitted. This report is for the left-sided prosthesis.